Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for failed back surgery syndrome and spinal pain. It was reported that the patient's connector pin was broken. They noted they were in miserable pain and could not take the pain anymore. A replacement desktop charger was sent. Additional information was received form the patient on 2018-03-16 stating they thought they received the wrong part, and they thought their pin was stuck inside their recharger. A new recharger was sent as well. No further allegations/complications were reported.